Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when asymptomatic patient presented via merlin.net, an alert for possible high voltage lead issue was observed. The patient presented to the hospital for further evaluation. It was discussed that the device appeared to have experienced an over current detection. Programming changes were made. The patient was stable.